Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised customer to manually reboot the station, but user could not move station to reach the back. Further the tss was able to login to the station and asked customer to try logging in again. Then the customer was able to login without any issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to login to the station. Customer logged via biometric identifier or password, the system kept circling on the screen, pulled out some medications when the issue began, user still had not managed to retrieve the medications, caused a delay of 15 minutes. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.